Event description:
It was reported that the patient underwent a fusion procedure from l4 to l5 using rhbmp-2/acs on (B)(6) 2012. Patient's post-operative period has been marked by by radiating pain to her legs and nerve injury. Reportedly, radiographic imaging undertaken on (B)(6) 2012 demonstrates a neurocompressive lesion impacting the patient's spine. Reportedly, the patient's condition ultimately necessitated a decompressive revision surgery at the implant site. Patient continues to suffer from constant back pain that radiates to her lower extremities. She experiences sensations of numbness in her legs and feet. These symptoms make it difficult to walk long distances and disturb her sleep at night.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.